Event description:
It was reported that when the patient presented to the ER after receiving appropriate hv therapy, lead dislodgement and loss of capture were observed. The lead was explanted and replaced.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.